Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported no info on liquid crystal display which was reproduced during visual inspection as a blank, white screen. The reported condition was verified. Evaluation determined the cause to be a failed processor board. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that there was no info on lcd (liquid crystal display) screen. The process step and the location where the problem was found was unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.